Event description:
It was reported that the customer had high blood glucose levels between 500-600 mg/dl due to a motor error. Customer stated that the pump needed to be replaced since it was not delivering insulin. Customer requested assistance with programming the pump. Customer's blood glucose level was 359 mg/dl. Customer treated 10 minutes ago with 10 units of insulin. Customer did not have his basal settings. Customer was attempting to call his doctor. Customer was asked to call back once he obtains his pump settings. Customer called back and stated that everything has been taken care of. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.